Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty removing the infusion set connector after hospital staff reattached the pump, and the user believed the pump had not been rewound, leading to troubleshooting and education to complete a supply change and resume insulin delivery. Symptoms included hyperglycemia with a highest reported blood glucose of 383 mg/dl, without ketone testing, medical intervention, or alerts for prolonged severe hyperglycemia. Outcomes included temporary elevated glucose readings that trended downward after supply change and continued monitoring, with subsequent guidance to use backup therapy if readings remained very high. Investigation included customer service-led troubleshooting, user education on proper supply change and pump rewind steps, cgm calibration guidance, and follow-up to confirm insulin delivery was resumed. Investigation of this case revealed user handling and setup difficulties with the infusion set and navigation of pump options, while the pump functioned after correct setup and delivery resumed. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup error.